Event description:
On (B)(4) 2014, intuitive surgical, inc. (Isi) received the large suturecut instrument from the hospital in a damaged condition. No information concerning the defect(s) were provided to isi.

Manufacturer narrative:
Failure analysis investigation of the returned instrument found that the grip close cable was broken at the distal idlers. The cable segment stuck out at the instrument's wrist. The idler pulley spun freely and did not exhibit any damage. The other cables at the instrument's wrist were intact and undamaged. No other damage was found. The damages to the instrument found during failure analysis investigation do not constitute a reportable event; however, the broken grip cable could likely cause or contribute to an adverse event, if the malfunction were to recur. Several attempts have been made to gather additional information from the hospital; however, no additional information has been received. A follow-up medwatch report will be submitted to the FDA if additional information is received.